Event description:
Procedure: open inguinal hernia repair (recurrence). According to the reporter: the initial repair was performed in 2007. The hernia recurred and an open repair was performed in 2008. During the repair, the surgeon encountered the previously placed mesh wadded in a ball and excised what he could. The current pt status was reported as fine.